Manufacturer narrative:
The initial reported event was received on 2017-05-26. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report that would have been submitted on 2017-08-10. Information was subsequently received on 2017-07-07 and revealed the patient is deceased. As there is new information that reasonably suggests the device may have caused or contributed to the death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular (rv) lead integrity warning indicated the lead displayed an impedance variation and the sensing integrity counter (sic) was noted. Additionally, there were two prior non-sustained ventricular tachycardia (vt) episodes and the electrogram showed there was interference, the rv and superior vena cava defibrillation impedances were high. When the clinic called the home, it was learned the patient was deceased. A request for additional information including the cause of death was made, but is not known.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.